Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effect of stenosis is listed in the xience pros everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pros device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that after implantation of an unspecified xience pro s stent, restenosis occurred. No additional information was provided.